Event description:
It was reported that the bd alaris medical infusion system administration sets kinking at the base. The following was received by the initial reporter: primary tubing sets:I have been receiving a lot of them with kinks at the base of the drip chamber in the tubing that require straightening by squeezing the kink out before use. Yesterday after attempting to squeeze the tubing and I still couldn¿t get flow through the tubing, so discarded that set and opened a new one. That was atypical, usually they can be straightened. But never the less it¿s a pain having to straighten kinks in tubing before use.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there are kinks in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris medical infusion system administration sets kinking at the base. The following was received by the initial reporter: primary tubing sets: I have been receiving a lot of them with kinks at the base of the drip chamber in the tubing that require straightening by squeezing the kink out before use. Yesterday after attempting to squeeze the tubing and I still couldn¿t get flow through the tubing, so discarded that set and opened a new one. That was atypical, usually they can be straightened. But never the less it¿s a pain having to straighten kinks in tubing before use.